Manufacturer narrative:
Block b3: exact date unknown, event occurred few months ago from date manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7074727/7075430.

Event description:
It was reported that the patient experienced discomfort at the implant site. X-ray was taken and revealed lead migration. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively. All explanted device components will not be returned as they were not released by the facility.